Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable cardioverter defibrillator (ICD) system was admitted to the hospital for generalized weakness and a long history of congestive heart failure. The patient had a up trending lactate during admission with unclear etiology. While in the hospital, they were found to have methicillin-resistant staphylococcus aureus (mrsa) bacteremia, the source of which was unknown. Intravenous fluids were administered to the patient, but due to their heart failure the amount had to be carefully administered. Shortly after, the patient expired due to their medical conditions with the primary cause provided as heart failure by the attending physician. The patient is a participant in a clinical study.